Manufacturer narrative:
Serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the current patient not crossing over on multiple station. A technical support specialist (tss) received a call from the customer reporting that current patients were not crossing over on multiple stations. The rss server was confirmed online, and sample patient details were checked and updated in electronic protected health information. After obtaining permission, tss dialed into server, ran the downtime structured query language (sql) query, and found that the cce time was not matching the server time, although the disconnected flag showed 0. The data synchronization service 1.0, bd external messaging, bd maintenance, and net services were restarted, and the interface utility package was deployed successfully. The sql query was run again, but the cce xml sent time remained one hour ahead of the server time. Tss contacted (B)(6), who redirected to the on-duty customer. After discussing the findings, the case was escalated to the integration engineering support team due to the cce time discrepancy and patient crossing issue. Additional checks confirmed that adt and orders were crossing for all facilities, and there were no delays on hsv. Customer later reported that admitted patients had dropped from the es server, were appearing under the wrong facility locations, and were missing from global find. A traced sample showed that the patient was admitted to the center but appeared as preadmitted to southern hills hospital, matching the change seen in the es database. Customer later confirmed that the issue had been addressed, the patients had been sorted out, and the case could be closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, current patient was not crossing over multiple station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.